Manufacturer narrative:
Product complaint #: (B)(4). H3 evaluation: product sample not received. Retain sample of lot # was checked visually. No defect, related to complaint was observed. Complaint sample is not received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a drain was used. The drain was cut off at the insertion site. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information provided: it is unknown if the lot number - j2147307- is the correct lot number. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, what was the quality issue experienced?=>no further information is available. Did the user cut the drain in two pieces?=>no. Did the drain break into two or more pieces? =>no further information is available. Were any pieces left inside the patient?=>no. If yes, was the patient taken back to the operating room to remove the broken drain surgically? If not already removed, are there any plans in place to remove the drain from the patient? What is the current condition of the patient?=>no further information is available. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.